Event description:
Patient underwent fluoroscopy of his high voltage lead june 2013 which demonstrated extravasation of the high voltage (hv) conductors proximal to his proximal coil.device #1is this a laboratory device or laboratory test?no.